Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker exhibited far r oversensing which triggered an inappropriate automatic mode switch. Programming changes were made. The patient was in stable condition.

Event description:
Related manufacturer reference number: (B)(4). New information received notes that the patient presented to the clinic for a follow-up. The physician decided to explant and replaced the pacemaker. Also, the right ventricle (rv) lead exhibited noise episodes. The rv lead was capped and replaced on (B)(6) 2025. There was no patient consequences reported.